Event description:
Procedure type: unknown. According to the reporter: during skin closure, found a small piece at the insertion part of the device. Nothing fell into the cavity. No patient injury reported.

Manufacturer narrative:
(B) (4).